Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the branch off the right colic artery using ruby coil lps and non-penumbra microcatheter. During the procedure, the physician placed a ruby coil lp in the target vessel using the microcatheter. Subsequently, while attempting to place another ruby coil lp in the vessel, the physician experienced resistance advancing the ruby coil lp through the microcatheter. Therefore, it was removed. The procedure was completed using a new ruby coil lp and the same microcatheter. There was no report of an adverse effect to the patient.